Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial (B)(4), implanted: (B)(6) 2017, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot (B)(4), ubd: 30-aug-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that catheter was protruding from spinal incision that opened up. Environmental/external/patient factors that may have led or contributed to the issue were not applicable. Diagnostics/troubleshooting were unknown. Pump and catheter were explanted due to extrusion of catheter from spinal incision. The rep did not find out about explant until after the fact. Patient went to emergency room and the on-call hcp explanted. Information was received from different hcp. At the time of this report, the issue was resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.